Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 00:06:29. During night drain cycle 18, the patient's ultrafiltration reading was 2720ml, indicating the home patient (hp) drained 1720ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.